Event description:
Pt alleges receiving breast implants on 9/7/78. Between 1993 and 1996 physician reports pt had poor general health and in 1996 developed tenderness/pain in the left breast and axilla. Pt had removal on 4/16/96.